Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) was found fully inside of the shaft after removal. The deployment button was fully depressed and flushed against the handle. The indicator wire was still visible when the device was removed. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal vcd and non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug did not fall out of the exoseal vcd shaft, was not found partially deployed or partially out of the shaft, and was found fully inside the shaft. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle of 30-45 degrees of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm, with no visible calcium/plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One non-sterile vascular closure device 6f - was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was not depressed and the plug was present on the delivery shaft in manufacturing position, which was found with dry blood residues, with the indicator wire fully deployed. The indicator window was received on black/white position and the guard was found locked, with a cordis catheter sheath introducer (csi) inserted on the unit¿s delivery shaft, and a non-cordis syringe attached to the csi. No additional anomalies or damages were observed to be reported during this initial unaided eye visual inspection. Exoseal functional testing was executed firstly pulling the indicator wire to achieve the black/black position and finally with the depression of the deployment lever resulting in the deployment of the plug and the change of the indicator window to the black/white/red position. A high magnification evaluation was conducted to evaluate the conditions of the assembly configuration, during this evaluation no signs of obstruction or any impediments were observed that could be related to the reported event. Based on the information available for review and the product evaluation, the reported events of ¿vascular closure device (vcd) deployment difficulty unable and indicator wire unable to retract¿ were not observed. It is not possible to determine what factors may have contributed to the deployment difficulty reported since the returned device did not match the event description. It was reported that the deployment button was fully depressed; however, the device was received the deployment lever in its manufactured position. Since the device passed functional analysis and there were no anomalies noted to the device, it is unknown what issue the customer may have experiencing with this product. It should be noted that since the deployment button of the received device was not depressed, it is expected that the plug would not be deployed from the unit, and the indicator wire will not retract. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was found fully inside of the shaft after removal. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug did not fall out of the exoseal vcd shaft, was not found partially deployed or partially out of the shaft, and was found fully inside the shaft. The indicator wire was still visible when the device was removed. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle of 30-45 degrees of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm, with no visible calcium/plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.